Event description:
Boston scientific received information that this patient attended a follow up after a fall. The patient had dementia and information provided by that patient's daughter noted that the fall was due to dehydration. The device was interrogated and showed no oversensing or noise. Further review of the device noted that an event not correlated with the collapse was noted in (B)(4) 2013 which showed myopotentials which were oversensed and resulted in pacing inhibition for > 2 seconds. It was not clear weather the patient had an escape rhythm. There was only one event logged not correlated with the recent fall. The patient was going to be followed up by a geriatric physician following the device check. The device was reprogrammed to prevent similar event due to the patient having a unipolar competitor lead. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.